Manufacturer narrative:
Philips has investigated this complaint. According to the information provided patient was transferred to another laboratory. The philips engineer inspected the system and confirmed that the radiation triggering was not possible after the patient was laid on the table. Warm and cold restart were done but with no success.the review of system log file showed ¿possible 10 seconds issue¿. Upon troubleshooting, the philips engineer found during the subsequent cold start tha the manual switch was active. And after it was triggered, an indicator "larc disabled but in the workspace" was visible. Later which, the philips field service engineer (fse) checked the system onsite and confirmed that the hand switch was defective.to resolve this issue, fse replaced the hand switch and performed the comprehensive function check. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the radiation triggering was not possible. Warm and cold restart were done but with no success. Review of the system log file showed that there was malfunction with the hand switch or foot switch. After the subsequent cold restart, the manual switch was active, and it was triggered which indicated a ¿l-arc disabled but, in the workspace,¿ message. The lateral stand (l-arc) was driven into the parking area, and then the radiation could be released. The philips field service engineer (fse) inspected the system onsite and confirmed that the hand switch was defective. To resolve the issue, the fse replaced the hand switch. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported that the radiation triggering was not possible after the patient was laid on the table. Warm and cold restart were done but with no success. Patient was transferred to another laboratory. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.